Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00032. The patient received his scs system on (B)(6) 2007, consisting of an ipg and two percutaneous leads. It was reported that the patient's scs system was replaced on (B)(6) 2010, for the purposes of obtaining better therapy coverage and rectifying an alleged ipg recharging issue previously noted by the patient. The explanted devices were returned to the manufacturer for analysis.